Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular glaucoma stent was inserted, a patient experienced endothelial cell reduction and endothelial contact. Additional information has been requested.

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Photos were reviewed. Both photos are of capped tubes with liquid and one tube a trimmed piece of the stent is visible. The device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent malposition is an established risk associated with use of the company stent system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patient had a secondary stent shortening procedure.

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The stent was visually inspected and was found to be non-conforming with an appearance indicative of being trimmed, the distal collar and partial first ring were returned with a jagged cut. Because the sample returned could not verify the reported event, no clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the company system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).